Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced as myocardial infarction, restenosis and chest pain. In (B)(6) 2010, the patient presented with chest pain and dyspnea on exertion. The patient was diagnosed with stable angina (ccs class: 2) and silent ischemia. A stress test was performed and revealed anteroapical ischemia. The target lesion was 75% stenosed and 5.00mm in length located in the mid left anterior descending (lad) with a reference diameter of 3.00mm. This was treated with direct stent placement of a 3.00x12mm taxus liberte stent. Following post-dilation, residual stenosis was 0%. The second target lesion was 80% stenosed and 5.00mm in length located in the 1st diagonal with a reference diameter of 3.00mm. The target lesion was treated with direct stent placement of a 3.00x8mm taxus liberte stent. Following post-dilation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient experienced right sided chest pain radiating to back and jaw associated with dyspnea and diaphoresis. Cardiac enzymes were elevated and ECG revealed non q-wave and t-wave abnormality. The subject was diagnosed with non st elevation mi. At the time of event, the patient was taking aspirin and a study drug. The following day coronary angiography revealed 80% in-stent restenosis of the taxus liberte stent in the mid lad. This was treated with balloon angioplasty and placement of a 2.75 x 18 mm non- bsc drug eluting stent. Following post-dilation, residual stenosis was 0%. Two days later the issue was considered resolved without residual effects and the patient was discharged on same day.